Event description:
It was reported that, after the artificial urinary sphincter (aus) device was implanted, the patient was dissatisfied because the pump was riding too high. The pump had migrated. The aus pump and pressure regulating balloon (prb) were explanted, and a new pump and prb were implanted. There were no patient complications.